Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-operative diagnosis as stenosis. For which patient underwent c6 corpectomy at levels c5-c7. Intra-op, a piece of the pin broke off in the patient and could not be retrieved. Product came in the contact with the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: visually confirmed a portion of instrument tip has been broken off, consistent with the shear plane that would be created during usage. Fracture surface analysis reveals a minimal thread damage on the remaining portion of the thread, with the fracture following the minor diameter of the thread around the thread in a helical pattern. The above findings are consistent with torsional overload.